Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level, as it was currently 195 mg/dl. Customer technical support guided the caller through several troubleshooting steps, including inspecting and cleaning the cartridge area and pneumatic tap, and eventually assisted the caller in filling and loading a new cartridge. The customer was able to complete the load process successfully and resume insulin delivery.